Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump's buttons were not responding. The customer¿s blood glucose was unknown at the time of incident. Customer reported that there was a gap at the top of the display screen and they can see the light behind the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No missing display window cover or display anomaly noted during testing. Device responded to button presses. No unresponsive button noted during testing. During visual inspection, found the keypad connector on electrical board 1 was properly locked. No damage to the keypad assembly noted. Device passed displacement test and self test. (B)(4).